Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging an insulin pump setting issue. Animas made 3 attempts to contact the patient to obtain more information. A letter was sent to the patient, requesting a call back. This complaint is being reported due to the unresolved pump setting issue. There was no report of any patient impact associated with the reported issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed that the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.